Manufacturer narrative:
The report of the autopulse platform ((B)(4)) displaying a "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause of the issue was due to the drive train motor brake gap assembly was out of specification and needs to be replaced to remedy the fault. The platform failed the initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed when the platform was powered on. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the pdb (power distribution board) was replaced to current revision, and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate was deburred. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. The autopulse platform is a reusable device as well as a serviceable device and was manufactured in 2007 and is 11 years old. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The platform has also exceeded its expected service life of 5 years. The returned platform had the last preventive maintenance performed 4 years ago. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse sn (B)(4).

Event description:
The autopulse platform ((B)(4)) reportedly displayed a system error, out of service, revert to manual CPR error message on the user control panel during shift check. No patient was involved with this event.